Manufacturer narrative:
Based on the defects identified during the technical inspection, it can be concluded that the root cause of the reported issue is leakage at the adhesive joint on the tip of the c mac blade. This leakage is due to wear occurring during use and reprocessing. Wear of the adhesive can allow fluid ingress into the blade, which in turn affects the internal electronics and may lead to led malfunction. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. Furthermore, a spare device should be available in case the device fails during use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that cmac has dim light. No negative impact on state of health reported.